Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: b5. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon occurred due to contact failure to the contact. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was diagnostic.

Manufacturer narrative:
The (sales) service business center (sbc) spoke with the customer and instructed them to try the scope using a different tower and advised to wipe the gold contacts with an alcohol wipe and make sure to not plug in the scope with the power source on. The customer will follow up with sbc with for additional update when in front of the tower. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the light source had an error b30 (scope communication error). There was no patient harm associated with the event.